Manufacturer narrative:
The user reported substance abuse issues and was taking controlled pain medications. The root cause of the reported incident cannot be confirmed conclusively, as the device was returned physically damaged, such that it could not be functionally tested. The hero device should not be used by a recipient of medication who is incapable of verifying the accuracy of each dispensed dose (such as those suffering from dementia or other cognitive or physical impairments) unless pill dispense accuracy is being verified, in each instance, by qualified person(s) trusted by the medication recipient, i.e. A caregiver, a healthcare aide, and/or a healthcare professional. The medication recipient (or a trusted qualified person) must always verify that the types of pills and number of pills dispensed by the hero device match the prescribed or desired dosage before ingesting the contents of the pill cup. The hero device should not be used to dispense medicines that have high dosage sensitivity, that have a narrow therapeutic window, that are used to treat acute conditions or that are used to treat life-threatening events. Even though the hero device is capable of successfully and accurately dispensing most whole pills loaded into the device on most occasions, hero cannot guarantee the accuracy of medication dispensed during every dispense cycle due to the potential for human error and/or mechanical and software limitations or failures.

Event description:
On 10/23/2023, the user reported an accidental overdose by opening the hero smart dispenser door with a pill access key and taking the medications manually. Per user they overdosed on pain management pills and controlled substances. Based on the device logs investigation there was no malfunction identified. The device was returned and examination was done, however the root cause of the reported incident cannot be confirmed conclusively, as the device was returned physically damaged, such that it could not be functionally tested.

Event description:
On (B)(6) 2023 the user reported an accidental overdose by opening the hero smart dispenser door with a pill access key and taking the medications manually. Per user they overdosed on pain management pills and controlled substances. Based on the device logs investigation there was no malfunction identified.

Manufacturer narrative:
The user reported substance abuse issues and was taking controlled pain medications. The hero device should not be used by a recipient of medication who is incapable of verifying the accuracy of each dispensed dose (such as those suffering from dementia or other cognitive or physical impairments) unless pill dispense accuracy is being verified, in each instance, by qualified person(s) trusted by the medication recipient, i.e. A caregiver, a healthcare aide, and/or a healthcare professional. The medication recipient (or a trusted qualified person) must always verify that the types of pills and number of pills dispensed by the hero device match the prescribed or desired dosage before ingesting the contents of the pill cup. The hero device should not be used to dispense medicines that have high dosage sensitivity, that have a narrow therapeutic window, that are used to treat acute conditions or that are used to treat life-threatening events. Even though the hero device is capable of successfully and accurately dispensing most whole pills loaded into the device on most occasions, hero cannot guarantee the accuracy of medication dispensed during every dispense cycle due to the potential for human error and/or mechanical and software limitations or failures.